Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a lead replacement procedure. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility.

Manufacturer narrative:
Block b3: exact date unknown, event occurred in mid january 2022.

Event description:
It was reported that the patient was experiencing inadequate stimulation due to high impedances. The patient underwent a revision procedure wherein the leads were replaced. The patient was doing well postoperatively and the explanted leads were discarded by the medical facility.